Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had bleed back from the hub. The sheath was exchanged and the issue was resolved. The case continued without further incident. The carto 3 system was working per specifications. The sheath has been determined to be the root cause of the complaint. No patient consequences were reported. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had bleed back from the hub. The sheath was exchanged and the issue was resolved. The case continued without further incident. The carto 3 system was working per specifications. The sheath has been determined to be the root cause of the complaint. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, the reported issue was assessed as a reportable hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation and noted that it was returned in the condition reported as the hemostatic valve was dislodged inside of the hub. The friction ring and brim cap remain intact. The hemostatic issue remain assessed as reportable.